Event description:
A report was received that patient had an infection at the thoracic incision and superficially at the lead site. Patient¿s symptoms were pain, general malaise and draining pus. The infection was not device or procedure related. Intravenous antibiotics were given. The patient underwent an explant procedure and was doing well post-operatively. The patient is still recovering with intravenous antibiotics therapy.

Manufacturer narrative:
Date of event: 2013. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that patient had an infection at the thoracic incision and superficially at the lead site. Patient's symptoms were pain, general malaise and draining pus. The infection was not device or procedure related. Intravenous antibiotics were given. The patient underwent an explant procedure and was doing well post-operatively. The patient is still recovering with intravenous antibiotics therapy.

Manufacturer narrative:
Additional information was received that the patient's infection was resolved.